Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 860 mg/dl. Customer was extremely thirsty and urination. Hospital treated with insulin IV. Customer has been on manual injections since leaving the hospital. During troubleshooting, time and date correct. Bolus wizard settings are correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.